Manufacturer narrative:
Concomitant medical products: 439888 lead, implant date: (B)(6) 2018; w4tr03 crt-p, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was found to have a confirmed fracture on fluoroscopic study. The ra lead was capped and abandoned. It was also reported that the right ventricular (rv) lead exhibited high impedance and non-capture at maximum output. The rv lead was also found to have fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.